Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event rupture and capsular contracture was received on october 31, 2019, with lot number 2302520. Analysis of the returned device identified weight to the spec, crease fold, deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: -the unit is not ruptured -no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is rupture and capsular contracture baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. The device remains implanted. An ultrasound did not detect the reported events.